Manufacturer narrative:
Approximate age of device ¿ 2 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient¿s fever rose to 40+ c 24-48 hours post implant. The patient also experienced a stroke based on serial head cts. The patient did not experience an infection. Patient was in the intensive care unit and fever resolved down to 36c after 48 hours. Stroke was reportedly not devastating. Patient was progressing slowly, likely to be discharged by the end of the week. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke, neurological dysfunction and thromboembolism as potential adverse events associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced an embolic stroke. It was reported there was no infection. No additional information was provided.